Event description:
A discordant result for creatine kinase (ck) was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician, who questioned the result as not matching the clinical picture of the patient. The customer repeated the same sample and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ck result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. After evaluation, the fse determined that the cause of the discordant ck result was due to a malfunction in the sample probe 2 transducer. The fse replaced the part and the instrument is performing within specifications. Further evaluation of the device is not required.